Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two unspecified two mentor saline breast implants and experienced postoperative bilateral deflation. As a result, the patient underwent bilateral removal and replacement with two 275cc mentor smooth round moderate plus profile prostheses on (B)(6) 2021. The patient was fully recovered after the revision surgery. The implantation date was estimated as (B)(6)2001 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 28-may-2021, mentor received additional information regarding the suspected medical devices. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On (B)(6) 2021, mentor received additional information regarding the patient's symptoms. Upon explantation, grade ii capsular contracture was observed. Initially, bilateral deflation was reported. However, additional information indicated that the patient underwent the revision surgery due to right-sided deflation. Upon explantation, the right-sided device was observed to be deflated, and the left-sided device was observed to be intact. Manufacturer's reference number: (B)(4).